Manufacturer narrative:
(B)(6).

Event description:
The hcp was unable to insert the lead into the implantable neurostimulator header. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.